Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error. Fse found worn stepper motor cup pick up z axis and cup transfer flat cable; resolved the complaint by replacing the stepper motor and the flat cable. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under chapter 7, section 7.1: list of error messages states the following: [4153] cup trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event is due to worn stepper motor cup pick up z axis and cup transfer flat cable.

Event description:
A customer reported getting error message "4153 c. Trans-z home overrun" on the aia-900 analyzer. The customer rebooted but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lhii) and progesterone (progiii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.